Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material adhered to the plastic distal end cover but could not identify the material. During the evaluation it was found that the right/left knob had foreign objects, the up/down knob had foreign objects, and there was reduced angulation. In addition, the following non-reportable malfunctions were found during the device evaluation: due to deformation of light guide connector; water tightness was lost, due to damage on charged coupled device unit; the image had black dots, the adhesive on the bending section cover was detached, due to wear of angle wire; bending angle in up/down direction did not meet the standard value, the suction cylinder was shaved, the universal cord had discoloration, and the light guide cover glass had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be prevented by handling the device in accordance with the following sections of the instructions for use (IFU): ¿IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection chapter 3 preparation and inspection. IFU states the preventative measures gif/cf-170 series operation manual. Chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The issue was found during a general routine inspection by the customer. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover has a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.